Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® ultratouch¿ push button blood collection set there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Further evaluation indicates that the foreign matter is methyl ethyl ketone (mek), a component of the product, which is used in bonding the cannula to the subassembly. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to an isolated manufacturing incident.

Event description:
It was reported with the use of the bd vacutainer ultratouch push button blood collection set there was an issue with foreign matter. There was no report of injury or medical intervention.